Event description:
Reporter alleged she was not feeling well while at work and did not describe her specific symptoms, however, went to the doctor on staff at her workplace. It was stated the reporter obtained discrepant blood glucose results on her advantage system compared to the doctors system. Reporter stated her advantage system read 250 mg/dl back to back with a result of 127 mg/dl on the doctors system when testing was performed within 10 minutes. Reporter indicated she self treated with food and laid down, however, no other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.